Manufacturer narrative:
This event has been reported by the importer on MDR# 2429304 - 2022 - 00147. The device referenced in this report was returned to olympus for evaluation. Physical evaluation of the returned device: olympus performed visual inspection on the device in the as received condition. First, the condition of the insertion tube was inspected and discovered multiple buckles near the bending section cover adhesive. The distal end of the device was also inspected under a microscope and found multiple dents around the probe including the balloon groove and cracks in the bending section adhesive. Additionally, the quality of the image was inspected through the monitor and found 1 big dot on the screen. The ultrasound image also inspected and was able to identify 1 broken element. In addition, the device passed the standard olympus leak test. The angulation of the device was inspected and found the measurement of the angle in the "up" direction was below standard. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports after an unspecified procedure for the indication of right upper lobe nodule/mass using five olympus devices, the patient died later that day of cardiac arrest unrelated to the procedure. Case with patient identifier (B)(6) reports device 1 of 5 (bf-1th190), case with patient identifier (B)(6) reports device 2 of 5 (um-s20-17s), case with patient identifier (B)(6) reports device 3 of 5 (bf-1th190), case with patient identifier (B)(6) reports device 4 of 5 (bf-xt190), case with patient identifier (B)(6) reports device 5 of 5 (bf-uc180f), there were no complications during the procedure using the olympus devices. No olympus device malfunctioned in any way during the procedure. The customer requested preventative maintenance be completed on all devices.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, from the information received from the health facility, the patient's cause of death was cardiac arrest, and the reporter perceived it to be unrelated to the device used for the procedure prior to the patient¿s death. It is reasonable to conclude that a causal relationship can be ruled out between the case of death and the device used for the previous treatment. This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.